Manufacturer narrative:
Patient information is unknown. Implant date is unknown. This report is for an unknown tfn nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of short trochanteric fixation nail (tfn) with lag screw and 5.0 locking screw on (B)(6) 2018. There was no broken hardware and no delay in removal. The patient was converted to a total hip. There was no patient outcome reported. No other additional information available. This report is for an unknown tfn nail. This is report 1 of 3 for (B)(4).